Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 202 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she had the buttons up against her body under her swimsuit. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump did not want to return the out of warranty pump due to a potential credit, and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.